Manufacturer narrative:
(B)(4) . The pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. No unexpected pump error 130 alarm noted during testing. The motor was tested outside of the device and passed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose and also insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 575 mg/dl at the time of incident and the current blood glucose of the patient was 396 mg/dl. Customer treated with insulin pump. Customer stated they were able to clear the alarm and they were able to complete insulin pump rewind. Customer was using auto mode. Customer had not using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.